Manufacturer narrative:
Product analysis conclusion; the reported occlusion/thrombosis was confirmed on the films provided; however the cause of the event could not be fully determined. The type ia endoleak could not be assessed on the films provided. Lack of post-implant CT images did not allow for a more thorough assessment of the distal aorta dissection. It is most likely that the obstruction in the distal aorta and iliac vessels was related to the unintentional passage of the guidewire into the false lumen of the dissection that was observed in this area. It is unknown if an abdominal device that was suggested on drawings received to be implanted in this area was subsequently implanted. Analysis of the films provided did not allow for assessment of the thoracic device implanted but it is unlikely that the devices would have been a factor in the occurrence of a dissection in this area. Additional information received; it was reported a thrombus occlusion occurring in the vicinity of terminal aorta extended to the p ost-operative sma, and the patient died of multiple organ failure before the thrombectomy of the left renal artery was performed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 63mm thoracic aneurysm. It was noted minimum vessel access diameter was 6 mm. No calcification was found in the right common femoral artery (cfa) to external iliac artery ((eia). It was reported during the index procedure vnmc4040c218tj was implanted as intended proximally however due to a type ia endoleak an additional stent (vnmc4040c175tj) implanted proximally and a non mdt stent graft was implanted distally with the endoleak confirmed as resolved and the tevar completed. (It was noted the vnmc4040c218tj delivery system remained in the right common femoral artery (cfa) for about 50 minutes before the additional device arrived at the hospital. During this period, activated clotting time (act) management was completed and preparations for rapid pacing were also advanced). After access suturing was completed it was reported that a pulse was hard to locate on the patient's right limb and it was suspected that a dissection had occurred in the access blood vessel. An angiography in the right external iliac artery (eia) was performed. Thrombotic obstruction was confirmed proximally from the common iliac artery (cia) (the right internal iliac artery (iia) was also obstructed). Digital subtraction angiography (dsa) in the abdominal aortic region was performed, and shadows presumed to be thrombi were also found near the terminal aorta and in the left renal artery. Angiography in the left external iliac artery (eia) was also performed, and similar to the right side, obstruction was observed proximally the common iliac artery (cia) (left iia was patent). Although thrombus removal was performed, the thrombus obstruction did not improve so intravascular ultrasound (ivus) was used to confirm the intravascular prognosis on both sides. A new dissociation site was discovered near the terminal aorta. It was suspected that the right guide wire had entered the false cavity near the terminal aorta and then returned to the true cavity. From this, it is possible that the true cavity crushing near the terminal aorta was due to the expansion of the false cavity and was also the cause of the obstruction. The physician felt that this could not be improved only by thrombectomy and taking into consideration that at this time the ischemic time of the right limb had reached 4 hours, it was judged that the highest priority was to recover blood flow in the lower limbs at an early stage and so elected to perform an axillo-axillary and fem-fem bypass. Bypass surgery was completed successfully with the ischemic condition of the lower limbs resolved and the patient was transferred to the intensive care unit (ICU). The thrombus that had entered the left renal artery will be treated by catheter aspiration at a later date. Per the physician the cause of the type ia endoleak is unknown. The cause of the ischemia,thrombus and dissection are undetermined. No additional clinical sequelae were reported and the patient will be monitored.